Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The blood glucose result at the hospital was 800 mg/dl. The patient was treated with an unknown type and amount of insulin administration. The patient was hospitalized for 1 day. The infusion device was requested to be returned for product evaluation.